Event description:
During an MRI scan, the hospital had reported that the infusion pump was programmed to deliver propofol. At some point after the infusion was started, the pump indicated a bubble detected alarm, and the air bubble was cleared and the infusion resumed. After another short time, the pump again indicated a bubble detected alarm, and the air bubble was cleared and the infusion resumed. At this time the pt awoke in the MRI and the scan was discontinued. No pt injury resulted from this event. It was determined the cause of the air bubble alarms was the placement of a stopcock between the medication syringe and the infusion set, which allowed air to enter the infusion line. The pump's air detection alarm prevented the air from being delivered to the pt.

Manufacturer narrative:
On (B)(6) 2013, during an MRI scan, the hospital had reported that the infusion pump was programmed to deliver propofol to (B)(6) child. At some point after the infusion was started, the pump indicated a bubble detected alarm, and the air bubble was cleared and the infusion resumed. After another short time, the pump again indicated a bubble detected alarm, and the air bubble was cleared and the infusion resumed. At this time the pt awoke in the MRI and vomited in the MRI and the scan was discontinued. The pt aspirated some of his vomit, and a code was initiated to resuscitate the pt. The pt was resuscitated without any subsequent problems, and no injury resulted from this event. At this time of the event, a syringe infusion set (iradimed corporation type 1057 set) was in use with the pump, which was not provided to iradimed corporation for examination. The hospital discarded the infusion set following the event. It was determined the cause of the air bubble alarms was the placement of a stopcock between the medication syringe and the 1057 infusion set, which allow air to enter the infusion line. The pump's air detection alarm prevented the air from being delivered to the pt. The instructions for use the mridium infusion pump do not call for the use of a stopcock in the position the hospital placed the stopcock. The 1057 uses a standard luer-lock fitting for a medication syringe, and the anesthesiologist fitted the stopcock at this position. It is unk how the stopcock was fitted, but the hospital confirmed the air entered the infusion line from this connection which caused the bubble detected alarm to occur. This alarm stops the infusion to prevent an air embolus from reaching the pt. Following the event, the radiology director described the situation, and was told a stopcock in this position is not necessary when using the 1057 set. The instructions provided with the infusion set and pump's operator's manual specifically states to attach the syringe directly to the top of the infusion set. The anesthesiologist performing the procedure also reviewed the info and indicated that a stopcock should not be used with the 1057 infusion set. The hospital has agreed to follow the instructions provided when using the 1057 set, which does not include the use of a stopcock between th medication syringe and infusion set. Investigation results: examination of the pump indicated it operated normally and performed to spec for a series of production tests including flow rate accuracy, bubble detection, and occlusion pressure activation. No failures were found that could explain the reported event. The infusion set used in this event were discarded following the event, and were not available for examination. However, the hospital did not report the infusion set as the cause of the air bubble in the set. Based on the available info, the probable cause of this event was the improper use of the stopcock placed between the medication syringe and infusion set. The user instructions for use of the iradimed corporation 1057 syringe infusion set include specific statement to have the user attach the syringe to the infusion set. This is included in both the operator's manual, and the 1057 infusion set's pouch instructions. This info was reviewed with the hospital staff, and it is planned to perform add'l user training at this facility, and it was agreed this info would be reviewed with the appropriate clinical staff. No further action is considered necessary at this time.